Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the antenna was placed into the liver tumor and when the physician repositioned the needle within the liver, the antenna tip broke. All parts of it were completely removed from the patient's body. A new similar antenna was used in order to finish the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.